Event description:
It was reported to tyco healthcare/kendall on april 25, 2007, that a customer had a problem with a foley catheter. The customer reports, during a training session of new nurses, the foley tray was used on a foley demonstration doll and the balloon popped inside the doll.

Manufacturer narrative:
Submit date: 05/25/2007.